Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 3300tfx 25mm bioprosthetic valve was disabled after an implant duration of seven years and one month due to severe bioprosthetic aortic stenosis. A 9600tfx 26mm valve was implanted using the valve in valve procedure. Tte demonstrated no significant paravalvular leak and a peak gradient of 3 m/s across the aortic valve. At this point, it was decided to crack the 3300tfx valve. Repeat tte showed peak velocity under 2 m/s, peak gradient 1 mmhg, and mean gradient 5 mmhg. There were no reported complications. The patient was discharged in stable condition on pod #2.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after an implant duration of seven years and one month due to stenosis. A 26mm valve was implanted using the valve in valve procedure. The patient was reported to be doing well post-operatively. No additional information was provided.